Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The interior right ventricular defibrillation cable was extrinsically fractured due to pulling/stret ching. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right ventricular (rv) lead, the lead yield normal numbers when connected to the analyzer. After connecting the lead to the device, there was electrical interference on the electrogram (egm) and the rv coil impedance was undefined high. Once the physician coiled the lead and inserted the device and lead into the pocket, the rv pacing impedance also went undefined high, and the rv coil impedance continued to measure undefined high. A lot of electrical noise was seen, and the lead was removed from the device and connected to the analyzer again. There was 60 cycle-like noise observed and the pacing impedance measured even higher. The lead was not used and a new lead was implanted. The new lead exhibited normal numbers on both the analyzer and in the device. No patient complications have been reported as a result of this event.